Manufacturer narrative:
Device not returned

Event description:
It was reported that an unspecified cartridge alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.